Event description:
It was reported that after npwt utilizing a renasys go has performed without any problem for several days, it was confirmed the device could not be powered on after the pump was powered off to exchange the dressing. The customer charged the battery to solve the problem for three hours, however, the device did not power on again. The treatment was temporarily switched from npwt to applying gauze dressing and the next day, the doctor used a backup device to continue treatment. No patient harm was reported.

Manufacturer narrative:
The device used in treatment has been returned and evaluated. A visual inspection found the bottom case had damage, the functional evaluation established a relationship between the fault reported and the device, the device could not be charged or operate on mains power. The root cause of this failure has been established as a circuit board failure. In addition, the control buttons did not function correctly due to a defect membrane, and the device failed a leak test as a result of a faulty vacuum motor. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous four years, failures reported are under constant review to monitor for adverse trends. However, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as circuit board failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.